Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade unknown, with pain, depression, tiredness, night sweats, no appetite, dry, cannot produce tears, lymphadenopathy. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported capsular contracture, baker grade unknown, pain, "lymph node issues," and "a lymph node under my right arm." Patient additionally reported "night sweats," "no appetite," "depression to the point of thinking of committing suicide," "foggy brain," "dry, cannot produce tears," "tiredness," "anaphylactic shock" from "antibiotics and pain meds"; these events are not related to the device. Device remains implanted. This record is for the right side.